Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump's buttons were less responsive. The customer¿s blood glucose was unknown at the time of incident. Customer reports that the insulin pump had failed battery test alarms, clock runs slow and missing dome label. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. No frozen screen noted during test and time clock advances properly. Device received with missing end cap sticker.